Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try different wall outlets and adapters, but the issue persisted. Consequently, a replacement pump was arranged, as it was under warranty. The caller was guided on how to store the pump before returning it to tandem using a pre-paid label, and they planned to use multiple daily injections as a backup insulin therapy.